Event description:
It was reported that the pump exhibited an error. The pump was connected to the patient when the event occurred. The patient received the remaining treatment using a new pump. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g5 are unknown. D3, g1, and g2 email is:(B)(6).

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the failure is the pump's circuit board; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).